Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(4). Associated study: rotating platform. Clinical adverse event received for abnormal radiographic evaluation: resorption under anterior chamfer. Event is not serious and is considered mild in severity. Event is related to device and is not related to procedure. Doi: (B)(6) 2014. Doe: (B)(6) 2015. Dor: (B)(6) 2018. (Right knee). Revision to rule out infection vs bloody effusion resulting from loosening of femoral prosthesis. Intraoperative condylar fracture addressed on (B)(4).

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Loosening was at the bone to cement interface, and there is no alleged device deficiency of the component.